Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a door open/close clamp alarm.¿ no additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and serviced on-site by a field service technician. This is an ancillary service event. The root cause of the door open close clamp alarm was determined to be a missing magnet. To correct the condition, the magnet was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.